Manufacturer narrative:
Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and heavy at the outflow aspect. Host tissue fused leaflets 1 and 3 by 2mm near commissure 1. X-ray demonstrated commissures 1 and 2 bent and wireform intact. The sewing ring was cut near leaflets 2 and 3. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was returned to edwards for evaluation. Customer report of stenosis and pannus was confirmed. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Host tissue restricted leaflet mobility and led to stenosis. Based on the information received the cause remains indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19mm bioprosthetic aortic valve, implanted approximately four years, six months, was explanted due to prosthetic aortic valve stenosis. The 19mm valve was found to be stenotic and involved with both subannular and supra-annular pannus formation and pannus formation on ventricular side of all three leaflets. The explanted device was replaced with a 21mm aortic pericardial valve. Post bypass tee showed good function of the aortic valve with no evidence of paravalvular leak or vsd. Hemodynamics were good. Patient was transferred to the cvr in stable condition.